Manufacturer narrative:
Batch review performed on 24 july 2018. Lot 166596: (B)(4) items manufactured and released on 13 march 2018. Expiration date: 2022-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by packaging and washing manager on 18 july 2018. The picture received shows that the tongue use to extract the external blister is broken. It is not possible at the moment determine the root cause of the event. Further investigation will be done once received the item. Isolated case.

Event description:
Upon opening a femoral head implant, it was found the internal packaging was stuck inside the external packaging. They tried several time to get the internal packaging out but were not able to while keeping the internal packaging and implant sterile. Even outside the sterile feel the implant is extremely difficult to remove. Another femoral head was opened.

Manufacturer narrative:
Visual inspection performed by packaging and washing manager on 06 september 2018 after the controlled on the returned packaging, it is possible confirme that the primary blister seems blocked into the secondary blister. We disassembled them using force, we noticed that the insert of the head moved from its original position. It is likely that the event was caused by an abnormal handling of the piece causing a deformation of the lateral side of the blister. The deformation probably caused a higher friction that caused the "welding" of the two blisters.